Event description:
I was reported that cadd solis vip ambulatory infusion pump alarmed check for empty tubing or reservoir, over-infusion. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Corrected data: h4: correction: device manufacturing date: 15-aug-2018 h6: event problem and evaluation codes: